Event description:
Stem fracture post operatively. Prosthesis has fractured in situ and a revision arthroplasty has had to be performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.